Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. There no other complaints in this lot. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the non-toric diopter (extended 1.5 diopters of focus) was replaced with a non-company toric lens. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the patient experienced distance vision is poor ou. Od is better than os but not great. She can't see street signs until right on them. Seems to have a haze over vision, just not clear. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information was requested and provide that explanted the left eye lens and replaced with other company lens.